Manufacturer narrative:
This product is registered as a combination product. (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient stayed overnight at the hospital to recover from a routine pulse generator implant procedure. On (B)(6) the patient received a post implant check where it was discovered that the r waves were low and there was no capture on the right ventricular lead. The patient was then sent to the cath lab to revise the lead. During the revision, it was noted that the physician had previously attempted to place the lead near the bundle of his. Subsequently, the lead had pulled back some and was sensing the atrium. The lead was re-positioned successfully without any complications. The patient was reported to be in stable condition.